Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump was draining batteries quickly and the unit had several low battery alerts. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was shipped a replacement battery cap and was advised to call back when he received it to perform troubleshooting. Nothing was replaced or returned.